Event description:
A patient with abdominal pain was tested for pregnancy with clearview hcg urine pregnancy test. The results was positive (x3). A serum test was performed and the result was reported as negative for hcg. The patient was reported to have been sterilised previously. The patient was admitted but there was no report of death or serious injury.